Event description:
While I was brushing my teeth with the adult spin brush proclean, parts of the toothbrush broke off and it was force and caused me to have a chipped tooth at the bottom. I did not get it fixed because I could not afford what it would cost to get it fixed.